Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, the primary light source did not work. The system was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The illuminator module was replaced and returned to address the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 23, 2013. Based on qa assessment, the product met specifications at the time of release. An auxiliary illuminator module was received for evaluation a visual assessment of the returned sample was performed on (B)(6) 2016 and showed no obvious nonconformities. The sample aux illuminator was installed into a calibrated system. The system booted up successfully and the light output from the sample was found to meet specifications. The reported event was unable to be replicated as the sample was found to meet specifications. The root cause cannot be determined conclusively. (B)(4).